Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no issues noted. Underwater pressure leak test was performed and revealed a leak from two holes in the tubing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution administration set leaked. During infusion the set was found to allow air into the tubing while connected to the patient. V-shaped nickes were noticed in the sets tubing. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.